Manufacturer narrative:
Concomitant medical products: product ID: 37603,serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0vf1m, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0v7nm, implanted: (B)(6) 2015, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that high impedances were measured. The implantable neurostimulator (ins) was turned on a few days ago and there was no therapy response so impedances were checked. The patient was sent to a surgeon and taken back to surgery to check the lead. The patient had banged their head pretty hard around the side of the right lead and extension when they had fallen. The manufacturing representative tried to program the patient for the first time, but they were not seeing any improvement of dystonia when stimulation was at 3.0v. High impedances were measured to be the following: c-0 = 2267, c-1 = 2152, c-3 = 2340, 0-2 = 4081, 0-3 = 4507, and 1-3 = 4347 ohms. During the revision surgery, impedances of the lead were measured to be high. The surgeon decided to replace the lead. After the lead replacement, impedances were measured to be normal in the range of 1000-1200 ohms. The patient's indication for use is movement disorders and dystonia. Refer to manufacturer report #3004209178-2015-18424.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that high impedances were measured. The implantable neurostimulator (ins) was turned on a few days ago and there was no therapy response so impedances were checked. The patient was sent to a surgeon and taken back to surgery to check the lead. The patient had banged their head pretty hard around the side of the right lead and extension when they had fallen. The manufacturing representative tried to program the patient for the first time, but they were not seeing any improvement of dystonia when stimulation was at 3.0v. High impedances were measured to be the following: c-0 = 2267, c-1 = 2152, c-3 = 2340, 0-2 = 4081, 0-3 = 4507, and 1-3 = 4347 ohms. During the revision surgery, impedances of the lead were measured to be high. The surgeon decided to replace the lead. After the lead replacement, impedances were measured to be normal in the range of 1000-1200 ohms. The patient¿s indication for use is movement disorders and dystonia. (B)(4) 2017 crts 3564009 (con): additional information received from a consumer reported that the patient went to turn the device on in (B)(4) 2015 but it would not turn on. It was reiterated that a revision was done for the right side in 2015-aug, with the right side turned on in 2017-sep. No further complications are anticipated. See related regulatory report 3004209178-2015-18424.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) indicating the patient had impedance issues since implant. It was unclear if the hcp was referring to lingering effects from this event.

Manufacturer narrative:
Product ID 37603 serial# (B)(4) implanted: (B)(4) 2015. Product type implantable neurostimu lator product ID 3387s-40 lot# va0vf1m, implanted: (B)(4) 2015. Product type lead. Product ID 37642 serial# (B)(4). Product type programmer, patient product ID 3708695 serial# (B)(4). Implanted: (B)(4) 2015. Product type extension. Product ID 3387s-40 lot# va0v7nm implanted: (B)(4) 2015. Product type lead. Product ID 3708695 serial# (B)(4), implanted: (B)(4) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was unknown what the cause was, however, the patient suspected that they damaged the system while riding a roller coaster. The leads have now been replaced at a facility outside of the reps territory. They are seeking additional information currently. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that prior to the previously reported exploratory surgery for the extensions, an x-ray was performed by the health care provider (hcp) and a fracture of both leads was seen. The surgery was canceled as the hcp plans to remove the leads at a later date; the event remains ongoing. No further complications were reported/anticipated.